Manufacturer narrative:
This article was found during a recent literature search of this device. The device is an unknown palmaz stent but the catalog and lot numbers are not available. The citation is as follows: ikeoka, k., okayama, k., watanabe, t., nanto, s., sakata, y., & hoshida, s. (2018). "Endovascular therapy for subclavian artery restenosis due to stent strut protrusion with high-resolution angioscopy and three-dimensional optical frequency domain imaging." Journal of cardiology cases, 18 (6), 181-184. Doi: 10.1016/j.jccase.2018.07.010. As reported in the literary article: reports one case where a (B)(6) female patient was admitted with a complaint of life-limiting chest pain with effort. The patient was undergoing dialysis because of glomerulonephritis. Cardiac ischemia due to left subclavian stenosis was diagnosed. The patient had a history of effort angina treated using coronary artery bypass of the left internal thoracic artery (lita) to the left ascending coronary artery (lad) 14 years previously. The patient also had left subclavian and vertebral arterial stenoses, which were treated using balloon expandable stents. The left vertebral artery was treated with a palmaz stent 14 years previously, and the proximal site of the left subclavian artery was treated with a non-cordis stent 5 years previously. It was observed that the patient had a palmaz stent protruding from the ostium and jailed subclavian artery on high-resolution angioscopy and optical frequency domain imaging (ofdi). The jailed stent strut could not be examined with intravascular ultrasound because of the presence of metallic artifacts. Ofdi showed an adherent stent strut thrombus, and 3d imaging revealed that a 0.014in guidewire was successfully penetrated into the appropriate stent strut. Stent strut deformation was performed by using a 0.014in guidewire compatible high-pressure non-complaint balloon up to thirty atmospheres (30atm). They successfully examined the dilated stent strut up to 4mm diameter, and the dilated stent strut was observed using high-resolution angioscopy and ofdi. The product was not returned for analysis as it remains implanted. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent inaccurate placement¿, ¿subclavian artery stenosis¿ and ¿thrombosis¿ could not be confirmed by analysis as the device was not returned for analysis. However, images provided within the article confirmed the events as described. The exact cause could not be determined. Vessel characteristics due to the close proximity of the lita to the thyrocervical trunk may have contributed to the reported event as the inaccurate placement of the palmaz stent resulted in the restenosis of the subclavian artery. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: restenosis of the stented artery. Stenting across a bifurcation could compromise future diagnostic or therapeutic procedures. Avoid stent placement which would obstruct access to a vital side branch.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the literary article by ikeoka, k., okayama, k., watanabe, t., nanto, s., sakata, y., & hoshida, s. (2018), "endovascular therapy for subclavian artery restenosis due to stent strut protrusion with high-resolution angioscopy and three-dimensional optical frequency domain imaging," journal of cardiology cases, 18 (6), 181-184, doi: 10.1016/j.jccase.2018.07.010, reports one case where a (B)(6) female patient was admitted with a complaint of life-limiting chest pain with effort. The patient was undergoing dialysis because of glomerulonephritis. Cardiac ischemia due to left subclavian stenosis was diagnosed. It was observed that the patient had a palmaz stent protruding from the ostium and jailed subclavian artery on high-resolution angioscopy and optical frequency domain imaging (ofdi). The jailed stent strut could not be examined with intravascular ultrasound because of the presence of metallic artifacts. Ofdi showed an adherent stent strut thrombus, and 3d imaging revealed that a 0.014 in guywire was successfully penetrated into the appropriate stent strut. Stent strut deformation was performed by using a 0.014in guidewire compatible high-pressure non-complaint balloon up to thirty atmospheres (30 atm). They successfully examined the dilated stent strut up to 4mm diameter, and the dilated stent strut was observed using high-resolution angioscopy and ofdi. The patient had a history of effort angina treated using coronary artery bypass of the left internal thoracic artery (lita) to the left ascending coronary artery (lad) 14 years previously. The patient also had left subclavian and vertebral arterial stenoses, which were treated using balloon expandable stents. The left vertebral artery was treated with a palmaz stent 14 years previously, and the proximal site of the left subclavian artery was treated with a non-cordis ld stent 5 years previously.